Event description:
A patient reported blood glucose results of "172 mg/dl and 228 mg/dl" with a lifescan meter performed within 10 minutes of each other. The customer care rep walked the patient through two blood glucose tests and obtained results of "178 mg/dl and 183 mg/dl" with a lifescan meter, performed within 10 minutes of each other.